Event description:
Additional information was received from the rep reporting that the ins replacement took place on (B)(6) 2025.

Manufacturer narrative:
H3. Device analysis for ins nme816602h found the feed thru electrically open recharge. The antenna wire was open within the header of the device. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is unknown. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative (rep) saw a patient (pt) today with an implanted neurostimulator (ins). First, they could program the ins using the ct900 without any problems, the communicator was placed on a table at this time. However, it was stated by the pt that the controller could only establish connection to the ins when it is directly placed on top of ins. Since the pt already got a new controller via pcc, the rep connected the handset to the ins, but the issue stayed the same. They even tried a handset from the hospital, all with the same issue. According to pt, the recharging procedure works fine. The controller has only a tel-m antenna so it should always work on distance telemetry. The communicator uses tel-n at the beginning of an interrogation and then switches to tel-m as well. Therefore, a tel-m problem seems unlikely. The recharger works via tel-n, so this should be fine as well. The rep was asked to get an mdt data report and maybe disable / enable the device via the patient controller. However, it was noted by the rep that the pt was living quite far from the hospital and needs a driver to get to an appointment, therefore it might take quite some time before they can meet with the pt again. The issue has not resolved, no patient harm reported. Additional information was received. It was stated that as soon as the controller was held away from the ins, it showed ¿no device found¿.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was thought the issue was caused by a broken antenna in the ins. Replacement of the ins resolved the issue.

Manufacturer narrative:
H6. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional via the rep. A session report and data report were provided. It was noted that the ins antenna was presumably defective. The session report noted that the internal time of the ins varied more than 90 minutes from the clinician programmer.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that during a video call it was demonstrated that the patient controller could only establish communication when held directly over the ins. As soon as the patient controller moved away 30cm, the connection was lost. "No device found" when changes were made. Recharging only worked, when the antenna was placed over the ins but the patient controller also needs to be very close to the ins. If the patient controller moved away, it showed "no device found". Physician recharge mode (prm) showed a very good connection quality. With the clinician tablet and communicator, the ins was found immediately and connection could be established very good as long as the communicator remained directly over ins. As soon as the communicator moved away from the ins (approx. 30cm) the connection was lost. The rep was going to create a medtronic data report and a session report which they would send to technical services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.